Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Pump error 53 alarm found in the device history due to software error. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received software error. Customer was able to clear the alarm and able to rewind the insulin pump when self test was performed hardware low level failure alarm was found. Customer also received failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.